Manufacturer narrative:
This is a correction to the initial MDR from 2023-06-23. The result of the investigation had been made available in an initial report on 2023-06-23; subsequent communication had revealed that the device behavior had been described incorrectly. Incorrect statements (including imdrf coding) are hereby corrected as follows: the affected device, evita 4, was examined on site by the dräger service technician; a faulty power supply of the device was identified as root cause of the reported device failure. Replacement of the faulty power supply remedied the issue. Furthermore, the log file was made available for further investigation at the manufacturer¿s site. Based on the log file analysis, the device failure could be confirmed. In case of a power supply failure, the ventilation stops due to interrupted internal supply voltages. The airway system opens to allow the patient to breathe spontaneously. Furthermore, an acoustical alarm is generated for at least two minutes in order to alert the user of the situation. In the current event, the device reacted as specified to a detected faulty component and generated an appropriate alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a patient was connected to an evita 4 and ventilated with bipap when a continuous device alarm sounded. The device turned off and the monitor was black. Since the patient still had self-breathing and immediate help was there. An spo2 saturation drop could be avoided. Approximately 15 minutes before, all parameters were monitored and documented during the hand-over, and the device functioned properly.

Manufacturer narrative:
For the investigation, the available information on the reported event including photos were analyzed. The affected evita 4 with the serial number (B)(6), produced in (B)(6) 2003, was also examined on site by a technician. Based on the results of the investigation on site and at the manufacturer's in lübeck, the reported behavior could be reconstructed. The root cause was a defective power supply unit. The device behaved as specified and reacted to a detected deviation with a warm start and tried to correct the error. The user was informed of this with acoustic and visual high-priority alarms. No patient health consequences have been reported. As a safety feature of the ventilator, the ventilator software analyzes and verifies that the ventilator is functioning properly. If the ventilator software detects an internal error, this may trigger a warm start (restart). The user is alerted to this condition by an audible alarm and a visual message is shown on the display. The device self switches off for a brief period and then switches on again if possible. During this time, an emergency breathing valve opened to enable spontaneous breathing. In this case, the device could not restart. The defective power supply unit has already been replaced and the device tested on site after repair without further deviations being identified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a patient was connected to an evita 4 and ventilated with bipap when a continuous device alarm sounded. The device turned off and the monitor was black. Since the patient still had self-breathing and immediate help was there. An spo2 saturation drop could be avoided. Approximately 15 minutes before, all parameters were monitored and documented during the hand-over, and the device functioned properly.